Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she applied the pod on her abdomen at 7:00 pm on (B)(6). Her blood glucose measured 410 mg/dl at 1:00 am on (B)(6); she corrected with the pod (dosage not reported). Her bg rose to 450 mg/dl by 2:00 am and 490 mg/dl by 2:45 am with moderate ketones, so she changed the device.